Manufacturer narrative:
Findings: unit had minor scratched lcd window, cracked battery tube threads, completely broken reservoir tube lip, cracked reservoir tube window.

Event description:
Customer reported via phone call, the insulin pump had physical damage. Customer did not recall the blood glucose at the time of incident. Customer stated the place were the reservoir is missing. The damage was around the reservoir compartment. Customer is not sure how the damage occurred. Customer was advised to discontinue use of the device, revert to back up plan., and device needed to be replaced. The insulin pump was returned for analysis.